Event description:
It was reported that the model 6944 right ventricular lead would not capture at high output. The pace/sense portion of the lead was capped and replacement was attempted with a second right ventricular pace/sense lead (model 5076). It could not pass through the vein stenosis, so a third pace/sense lead was attempted and successfully implanted. The defibrillation portion of the model 6944 right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood was present in/on the helix mechanism.